Manufacturer narrative:
A complete analysis of 1 opened and used enlite sensor, unable to perform insertion complaint due to the customer returned needle hub that was separated from the sensor.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that needle hub detached from sensor during insertion. Sensor would be replaced.